Event description:
Healthcare professional reported right side rupture discovered during explant surgery. The device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown, rupture discovered during explant surgery

Event description:
Healthcare professional reported right side rupture. Later healthcare professional reported "bilateral silicone malposition, deformity, rupture and capsular contracture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed opening on the posterior side assessed as fold flaw opening. Malposition : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. Crease fold observed on the device. No penetrating nick( stress marks) no further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side "malposition, deformity" and capsular contracture baker grade unknown.